Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a recurring button error alarm. The customer¿s blood glucose was 136 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were scrolling without the user's input. Customer reported that the time does not advance due to keypad anomaly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Device time/clock moved. Device had unresponsive up buttons due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing.